Event description:
It was reported that the head of the screw went through the plate without locking to the plate. There was a 5 minute delay to surgery and an alternative screw was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw shows signs of usage as the threads of the screw are found deformed. The head of the screw is also damaged and deformed. The screw is damaged on a particular side probably due to misalignment and the screw head is deformed most likely due to the over-torqueing while insertion. The device history record could not be reviewed although the affected device was returned but the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was most likely caused by mishandling/misalignment of the screw while insertion along with the application of higher torque than required. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the head of the screw went through the plate without locking to the plate. There was a 5 minute delay to surgery and an alternative screw was used to complete the surgery.